Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Initial visual inspection of the instrument noted no abnormalities. Fun ctionally, the instrument was loaded with single use loading unit. During testing of the instrument a skip was noted in the firing stroke after closure of the loading unit jaws. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the anterior firing rack. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request

Event description:
According to the reporter: occurred during a colon procedure. For the first firing for the ileus operation, the reload was connected to the manual handle. Checked the jaws opening / closing with no problem. The surgeon clamped the tissue of the small intestine and started to squeeze the handle, however, the handle was stiff. Then squeezed it with all strength, a crack sound was heard. Replaced by a new handle and a new cartridge and the firing was completed with no problem. There was no patient harm. The status of the patient is no problem.